Event description:
On 17th april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant fixed successfully but the second one stuck. Ar-11794l was used to cut suture and retrieved the implants this was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged ar-4501, meniscal cinch¿ ii, batch 15057150, was received for evaluation. Upon visual evaluation, the trigger buttons were damaged. The second implant was still attached to the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device.